Event description:
The customer reported that a pump shut down spontaneously after a nurse slightly bumped the device with an arm. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.